Event description:
Additional information was received from a patient. It was reported the poor communication was due to swelling from the surgery that had not gone down yet, and once communication was established, turning down the stimulation resolved the problem.

Event description:
The consumer reported the patient was recently implanted and the last couple of nights, she felt the stimulation might be a little bit strong. She felt burning uncomfortable on the left side of the whole buttocks area, mostly down below. The patient indicated she could not feel it unless she was concentrating on it. When she got the implant, she was at 1.4v. The change in therapy/symptoms was sudden with an event date of (B)(6) 2016. The patient wanted to use the patient programmer to check her settings but during the call, she was not able to connect despite multiple attempts. A poor communication screen was noted. The patient's indication for use was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.